Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿do not fill the cartridge until prompted by instructions on the pump screen". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to load a pre-filled cartridge onto the pump, and received multiple, minimum fill messages. Reportedly, the cartridge was filled with approximately 300 units. The customer's blood glucose level was 120 mg/dl. During the call with tandem technical support, the customer successfully loaded a new cartridge and resumed insulin delivery.